Event description:
Two weeks postop patient developed severe pericardial effussion with early cardiac tamponade. Patient was taken to surgery for pericardial window. On 5/5/97 patient was taken back to surgery for reexploration for further bleeding from pericardial edges on 5/5/97. At this time there was no overt bleeding from within the pericardium. On 5/5/97 p.t. 17.4 with inr 2.23 noted patient was not previously on coumadin or any other anticoags to cause elevated inr. It was noted that hematolgic values were abnormal and may be possible cause for pericardial effusion. Although ventricular pacer leadtip was not noted to be outside the ventricle on echocardiagram it could not be ruled out as a cause. Patient continued with thrombocytopenia and elevated inr's progressing to dic 2 degrees to acute bacterial endocarditis. Most likely due to pacemaker tip infection. Patient also developed cva probably form 2 large thrombus in both the left & right atriums noted on t.e.e. Patient was then transferred to another hospital on 5/17/97 for surgical evaluation with probably thoracotomy, CABG and removal of permanent pacemaker and a new epicardial pacer inserted.